Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a zone 3 penetrating atherosclerotic ulcer. The access artery was reported to be severely tortuous, the aorta was reported to be moderately tortuous and the access artery was mildly calcified. The proximal aorta was 29 mm and just proximal to the ulcer it was 31 mm in diameter. The distal aorta was 30 mm, 31 mm and 29 mm. It was reported that the patient expired; however, the cause of death is unknown. No further information was provided.

Manufacturer narrative:
(B)(4).